Event description:
It was reported that a pt underwent a vacuum assisted infant delivery complicated by shoulder dystocia of the infant and morbid obesity of the mother. The pt also underwent a right mediolateral episiotomy and suture was used. During the procedure, the needle came away from the suture. Post delivery, it was determined via x-ray that the needle was imbedded in the bulbocavernosus muscle. The pt was taken to the operating room on (B)(6) 2010 where the needle was removed under local anesthesia.

Manufacturer narrative:
(B)(4). Conclusion: user error caused the event. The attending physician lost both visual and tactile control of the needle during use.